Event description:
In 2005, a pt suffering a tumour in the rear cavity of cerebellum was operated on using floseal as hemostatic agent. The baxter sales rep. Phoned the physician the day after around 9:00 a.m., in order to know how the surgical operation was. At that momen the physician told her that he had just been informed that the pt was in coma due to hydrocephaly. The rep asked the physician if it could be linked with the floseal, and he answered no, but that it wculd contribute since in his opinion the use of floseal in brain is dangerous. The physician holds the theory that floseal is dangerous because the product fills a lot of space since it reacts with the blood, and therefore a big amount of product is added. Baxter sales rep replied that he had to apply a little amount and smooth pressure, and then wash and suck in the rest of the product. This comment was made also before the surgical operation. Beside, this surgeon attended the co's peer-to-peer training meeting.

Event description:
A pt suffering a tumor in the rear cavity of cerebellum was operated using floseal as hemostatic agent. The baxter sales rep phoned the physician the day after around 9.00 a.m., in order to know how was the surgical operation. At that moment the physician told her that he had been just informed that the pt was in coma due to a hydrocephaly. The rep asked the physician if it could be linked with the floseal, and he answered that no, but that it could contribute since in his opinion the use of floseal in brain is dangerous. The physician keeps the theory that floseal is dangerous because the product fills a lot of space since it retracts with the blood, and therefore a big amount of product is added. Baxter sales rep replied that he had to apply a little amount and a smooth pressure, and then to wash and to suck in the rest of the product. This comment was done also before the surgical operation. During a meeting between the baxter representative and the reporting surgeon 11 days after, the surgeon indicated that the pt died the day before due to breating insufficiency.